Manufacturer narrative:
(B)(4). One piece sled the ecr60b reload was received for analysis with the one-piece sled damaged and fully loaded with staples. Improper loading of the reload may damage the sled. If the reload is not fully seated when the device is closed, the sled will break. When inserting the reload, slide it against the bottom of the reload jaw until the reload alignment tab stops in the reload alignment slot. Snap the reload securely in place. The instrument is now loaded and ready for use. Please reference the instruction for use for the complete guide to loading and reloading the instrument. Due to the condition of the reload, no functional test could be performed. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, when the instrument which was loaded with the device was fired, the firing trigger of the instrument could not be grasped at the first firing. There were no adverse consequences for the patient. The instrument which was used with the device was used as-is to complete the case. It was unknown whether the jaw of the instrument was clamped the tissue or not when the event occurred.